Event description:
Reporter alleged obtaining discrepant blood glucose of 244 mg/dl back to back with a result of either 72 or 77 mg/dl when testing was performed less than 10 minutes apart on the aviva system. Reporter indicated he self-treated with food for the hypoglycemic symptoms he was experiencing during the time of testing. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.